Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacture/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported pledgets falling apart and leaving pieces inside her body. Consumer reported that remaining pieces had exited her body throughout the past month. Consumer reported symptoms of rash on her chest, arms, and legs, fever, headache, irritation, vaginal discharge, and pain. Consumer reported that the rash and fever have resolved. Consumer reported increased frequency of menstrual cycle. Consumer took leftover antibiotics prescribed to her sister. Consumer reported no improvement.